Manufacturer narrative:
A visual inspection shows an unauthorized repair was evident on the remaining portion of the jaw interface. The root cause of the device failure may be attributed to the device being improperly sharpened. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a knee arthroscopy procedure the jaws were broke. A back-up device was available for use. No patient injury or other complications were reported.